Manufacturer narrative:
(B)(4). The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was returned for power error and confirmed in the formatted history file. The power management graph shows and the detailed trace analysis confirmed alarm was triggered when backup battery unloaded voltage (unloaded vlith) was less than 3.7v for consecutive 240 minutes. Detail trace confirmed that the root cause is the non-sleep anomaly software error. The pump had minor scratched display window, damaged (scratched) display window cover, scratched case, pillowing keypad overlay, cracked keypad overlay at the select button, scratched keypad overlay, keypad overlay texture damage and cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was 65 mg/dl. Troubleshooting steps were provided for power error detected alarm. Advised to monitor pump. The insulin pump will be returned for analysis.